Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 553 mg/dl. Cause was not known. A correction bolus and manual insulin injection was delivered to address bg. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer reverted to an alternate method of insulin therapy.